Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm hemostar d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from the catheter body, proximal to the bifurcate. The catheter was placed under microscopic observation, and what appeared to be a split, was noted between the bifurcate and the catheter body. Therefore, the investigation is confirmed for the identified catheter fracture and leak issue. However, the investigation is inconclusive for the reported catheter puncture issue as no objective evidence was obtained. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4 (medical device catalog #), g4 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the external lumen of the catheter allegedly developed a small pinhole. Reportedly, the catheter was replaced, and the patient was subsequently discharged with no other interventions required for this incident. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the external lumen of the catheter allegedly developed a small pinhole. Reportedly, the catheter was replaced, and the patient was subsequently discharged with no other interventions required for this incident. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm hemostar d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from the catheter body, proximal to the bifurcate. The catheter was placed under microscopic observation, and what appeared to be a split, was noted between the bifurcate and the catheter body. Therefore, the investigation is confirmed for the identified catheter fracture and leak issue. However, the investigation is inconclusive for the reported catheter puncture issue as no objective evidence was obtained. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the external lumen of the catheter allegedly developed a small pinhole. Reportedly, the catheter was replaced, and the patient was subsequently discharged with no other interventions required for this incident. There was no reported patient injury.